Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent graft delivery system was not returned for evaluation. However, photos and videos of the delivery system were provided, showing the stent graft partially deployed and the blue outer sheath of the delivery system fractured. The fracture of the delivery system catheter is considered to be an indication for increased resistance during the attempt to deploy the stent graft. Based on reported information and provided photos, the investigation is closed with confirmed results for partial deployment and sheath fracture. A definite root cause for the reported event could not be determined. The intended placement of this device to treat abdominal aortic aneurysm represents an off-label use. Labeling review: relevant labeling supplied with this product was reviewed. The instruction for use was found to address the potential risks. Regarding preparation of the device the instruction for use states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment. Continue until saline drips from the distal end of the delivery system". Regarding the anatomy of the placement site the instruction for use states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy". Regarding accessories the instruction for use states: "a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure; the packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. Predilatation of the stenosis may be performed prior to stent graft deployment at the discretion of the physician." The instruction for use states, "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established". H10: d4 (expiration date: 01/2024), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that during a stent graft placement procedure in the right iliac artery, the stent allegedly could not be released normally after the head end of the stent was positioned about one centimeter. It was further reported that the whole body of the stent was withdrawn and the procedure was successfully completed using another device. There was no reported patient injury.

Event description:
It was reported that during a stent graft placement procedure in the right iliac artery, the stent allegedly could not be released normally after the head end of the stent was positioned about one centimeter. It was further reported that the whole body of the stent was withdrawn and the procedure was successfully completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and videos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.